Event description:
The event reported as: complaint alleges that there was an oxygen leak during treatment. The air appeared to be leaking through the connector that attaches to the nasal cannula. No pt injury reported.

Manufacturer narrative:
The device sample was not received by the MFR at the time of this report. A f/u report will be sent when completion of investigation.